Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for g4 - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely. As a result to this, the customer experienced seizure and a loss of consciousness, however, there was no report of treatment. No further information was provided. Adc customer service attempted to follow up with the reporter two times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely. As a result to this, the customer experienced seizure and a loss of consciousness, however, there was no report of treatment. No further information was provided. Adc customer service attempted to follow up with the reporter two times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.